Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that when the intraocular lens, model ar40e was being implanted, the haptic broke. It was necessary to remove the lens. The physician did not have a second lens, thus he scheduled a new surgery. The new implant occurred on (B)(6), 2015. During this surgery the incision was enlarged. Additionally, due to the incision enlargement, the patient had edema. The initial lens was not implanted as the diopter was higher than expected. Visual acuity pre-op was 20/25 and post op was 20/40. There was a delay in the procedure of 40 minutes. The patient was high myopic. The second surgery was necessary because the result was not expected. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturer for evaluation as it was discarded by the customer. A review of the deviation/non-conformity for the production order (po) was not performed since the product serial number was not reported. A review of the global quality management system and a product complaint history review did not indicate a product quality issue. A search on complaints related to production order (po) was not performed since no serial number was reported. The directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for handling of the product. Based on the investigation results, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.